Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient reported feeling unwell. In addition, the pump demonstrated high power consumption and high estimated flows. The patient did not require treatment for this event. Pump parameters normalized and the patient malaise improved. He/she was discharged home feeling well and clinically stable. Clinical factors that may have contributed to the reported event and patient outcome include the patient's recent diagnosis of infection which may have increased the likelihood of development of thrombus due to hypercoagulability of blood, in addition related comorbidities and anticoagulation therapy may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) hospitalization.

Event description:
It was reported from the site that the patient reported feeling unwell. In addition, the pump demonstrated high power consumption and high estimated flows. At the time of the event, the patient had a mean arterial pressure of 86 mmhg, had an international normalized ratio of 2.2 and had no signs or symptoms of hemolysis. Medications at this time included aspirin (100 mg) and clopidogrel (75 mg). The patient did not require treatment for this event. Pump parameters normalized and the patient malaise improved. He/she was discharged home feeling well and clinically stable.